Event description:
It was reported at the end of a therapeutic colonoscopy procedure, the handle for deployment of the single use ligating device separated and internal parts came out. The device was stuck in the patient's sigmoid colon. The issue caused a delay in the procedure of 55 minutes. The patient was not under general anesthesia as the customer reported they use propofol and lidocaine for sedation, the patient was breathing on their own. The customer noted that the physician knew how to remove the device safely from the patient without injury. Another physician was called into the room for assistance. A gastrointestinal (gi) tech held the wire as both physicians used pliers and a cutter to get the handle of the device off to be able to remove the scope. Once the scope was removed, the device remained in the patient, minus the handle, and was held by the gi tech. The physician reinserted the scope and used a snare to get goth the polyp and the ligating device off with a clean cut. The snare and scope were then removed with no issue. The ligating device was removed, and the polyp was obtained. The procedure was then completed. There was no reported patient harm. Follow-up received identified that 3 similar events occurred in the facility. A3: unable to uncheck female. No indication the event involved female at the time of this report.